Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was reading inaccurately high compared to another meter (accucheck). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the alleged issue a month or two prior to contacting lfs. The patient reported that she obtained an alleged inaccurately high blood glucose result that was ¿486 mg/dl¿ on the subject meter compared to ¿272 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using a combination of medication including, novolog insulin, (self-adjuster), tresiba 100 mg, and actos. The patient reported that, in response to the alleged inaccurate high reading, she increased her dose of novolog insulin, and that 30 minutes after she developed symptoms of ¿nausea, breaking to sweat and chills¿, which she treated with some ¿sugar glucose tablets¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event while using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.